Manufacturer narrative:
Quality assurance analysis of the returned device revealed a pin hole rupture had occurred in the proximal taper of the balloon. The c-flex was torn longitudinally but remained intact. Quality engineering determined that the appearance of the ball of contrast in the proximal portion of the balloon was most likely caused by the balloon rupturing below the c-flex. When the balloon ruptures, and there are no holes or tears in the c-flex, contrast from the balloon can fill the c-flex. This can potentially create an abnormal inflation. If the balloon has ruptured under the c-flex, typically the contrast will escape through the distal tip of the catheter. A review of the device manufacturing records did not reveal any non-conformities which could have contributed to this complaint. No corrective action will be taken. Balloon ruptures at or below the rated burst pressure are an infrequent occurrence. This product issue will continue to be monitored. This MDR is considered closedby the quality assurance department.

Event description:
It was reported that during a ptca/stent procedure the stent delivery system would not cross the lesion after another co's stent failed to cross. An attempt to cross against resistance resulted in a proximal dissection. It was reported that force was applied during the crossing attempt. An attempt to tack up the dissection was unsuccessful and the pt was sent for coronary artery bypass graft surgery. Reportedly the pt was doing well 1 day post-operatively.